Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) screen went black while in patient use and would no longer boot up. They tried bypassing the keyboard/video/mouse (kvm) system and the uninterruptible power supply (ups), but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts were made to obtain the information, but none were provided. A2 - a6 b6 b7 d10 attempt #1 07/12/2023 emailed bme for all items under the no information section. No reply was received. Attempt #2 07/182023 emailed bme for all items under the no information section. No reply was received. Attempt #3 07/27/2023 emailed bme for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Transmitter(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) screen went black while in patient use and would no longer boot up. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) screen went black while in patient use and would no longer boot up. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) screen went black while in patient use and would no longer boot up. They tried bypassing the keyboard/video/mouse (kvm) system and the uninterruptible power supply (ups), but the issue persisted. No patient harm was reported. Investigation summary: nihon kohden (nk) received the device on 07/19/2023. Nk repair center evaluated the unit on 08/31/2023 and duplicated the complaint. Physical evaluation did not find any physical damage or fluid intrusion. The motherboard was replaced to repair the device. The cause of the issue was hardware component failure of the motherboard. A definitive root cause for the hardware component failure could not be determined, but possible causes may include power issues from outages or surges, which can lead to short-circuiting or wear-and-tear, which depends on device age and frequency of use. A review of the complaint device's serial number shows that the unit is 2 years old and has no other complaints. A review of the customer's complaint history does not show other similar complaints. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts were made to obtain the information, but none were provided. A2 - a6 b6 - b7 d10 attempt #1 07/12/2023 emailed bme for all items under the no information section. No reply was received. Attempt #2 07/182023 emailed bme for all items under the no information section. No reply was received. Attempt #3 07/27/2023 emailed bme for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm(s): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na transmitter(s): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) screen went black while in patient use and would no longer boot up. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.